Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator replacement procedure due to normal battery depletion. During the procedure, an insulation breach was noted on the right ventricular lead. The lead was capped and replaced on 22 dec 2020. There were no patient consequences